Manufacturer narrative:
Confirmed the cpu and the power supply had burned components and was not able to charge. Verified complaint through visual inspection found burnt components on the cpu pwa and main power supply. Also, the device would not power on in ac or ac power. Replaced both parts and turned on the device, device powers on in ac and dc power mode. Device is now charging the battery per design. The probable cause is burnt components on the cpu pwa and power supply.

Event description:
It was reported that, on an unspecified date, a plum 360 was not charging. When biomed checked the pump, it showed that the central processing unit (cpu) and power supply had burn marks. It was unknown if the event occurred in a clinical setting and it was unknown if the event was noted in device history. There was no patient harm reported.